Event description:
Customer reportedly received result of 400 "something" (mg/dl) and result of 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.